Event description:
Reporter alleged that obtaining a discrepant blood glucose result of 65 mg/dl on active system 1 compared back to back with a result of 120 mg/dl on the active system 2 testing was performed within 10 minutes. Reporter indicated that he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2 (lot number 22981031, expiration date 7/31/2009). Reference medwatch report with a1 pt for the suspect device used in system 1.